Manufacturer narrative:
(B)(4). Date sent: 10/07/2020. Additional information was requested, and the following was received: the lot number which may be used in this procedure was u9358p. Hartmann procedure was performed in the re-operation. The patient has a fever and is recovering. Dr. Thought there were the problems related to the technique, patient and product. The sales rep saw the picture of the specimen and thought that the staples were formed properly around a whole anastomosis. "Is the photo the rep looked available to be sent to us? No further information available. No further information will be provided."

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? No further information is available. What surgical procedure was performed? A laparoscopic anterior resection. What does the surgeon mean regarding, ¿the staples were bent too much?¿ the staples were formed a little too hard. Where on the compression scale were they when they believed they were at ¿1.8¿? No. Further information is available. On which day were the staples bent, initial surgery or the re-operation? The staples were bent at the initial surgery on the morning of (B)(6). The re-operation was performed on the night of (B)(6). It was reported that the anastomosis site was torn and donut issue, was this observed in the re-op or was this issue done with a second device during the re-operation? This issue occurred during initial surgery. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? More than half of the anastomosis site was torn along with the donuts. The target tissue where the staples were deployed was turned up. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Were there any issues with device use/firing? No further information is available. What confirmation was received that the device completed the firing sequence? No further information is available. Was the green checkmark visible at the end of the firing? No further information is available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? No further information is available. Was there any difficulty removing the device? No further information is available. Was a complete transection of the white breakaway washer visually confirmed? No further information is available. Were the donuts inspected? No further information is available. If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. The staples were formed a little too hard. Was a leak test performed? Yes. If so, what type and what was the result? No problem was observed on the leak test. Was the staple line visualized endoscopically during the initial surgical procedure? No further information is available. How many days postoperative did the leak occur? It was found the anastomosis site was torn along with the donuts next day initial surgery was done. How was the leak identified? At the re-operation. What was observed at the site of the leak upon reoperation? More than half of the anastomosis site was torn along with the donuts. The target tissue where the staples were deployed was turned up. A little hard stool was stuck in the oral side. How was the leak addressed? No further information is available. What is the current patient status? No further information is available." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a laparoscopic anterior resection, a device loading gst60d was used to cut the rectum, and cdh29p was used to anastomose. The gap setting scale marked about 1.8mm. The donuts were created properly. No problem was observed on the leak test. The procedure was completed, but the night after the surgery, the patient had a fever. Next day, the reoperation was performed at night. It was found more than half of the anastomosis site was torn along with the donuts. The target tissue where the staples were deployed was turned up. The deployed staples were formed properly, but slightly bent too much. A little hard stool was stuck in the oral side. Another device was used to complete the case. No further information is available.